Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date reported by the hcp to abbott diabetes care. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver, who is a healthcare professional reported that while the customer was on vacation in (B)(6), a continuous low scan was received on their adc freestyle libre sensor. Based on the low sensor reading, the customer adjusted their dose and on (B)(6) 2020, the customer became ill and was taken to the intensive care unit where he was admitted. A hospital obtained a blood glucose reading of 27 mmol/l was obtained and the customer was diagnosed with dka and received unspecified treatment. There was no report of death or permanent injury associated with this event.